Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on right atrial (ra) lead. Technical services (ts) discussed that this could be myopotential. This device remains in service. No adverse patient effects were reported.